Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Left the wire in for x-ray. Pulled the wire out to flush. Before they could flush, they noticed a leak at the proximal end. No sample will be sent, but a video has been attached which shows the multiple leaks upon flush.